Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported receiving a pod hazard alarm. Treatment information was not provided.

Manufacturer narrative:
Inspection of the download data from the returned device found that the pod had generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Timeouts were observed in the data in tandem with a failure of the rotational sensor to transition, indicating that a drive stall occurred. The high pulse width drive stall resulted in the pod generating the 0x40 alarm. The exact cause of the 0x40 alarm could not be determined. Both the front and the rear shaped memory alloy (sma) wire resistances measured above specification. It could not be conclusively determined if the high sma wire resistances contributed to high pulse widths observed in the pod data. The external portion of the soft cannula was observed to be kinked, however this damage did not prevent fluid from exiting the fluid path as intended. The timing and cause of the cannula damage could not be determined.